Event description:
It was reported that the ilet bionic pancreas read showed an incorrect pairing code for a dexcom g6 continuous glucose monitor (cgm) sensor, and the agent guided the user¿s caregiver to enter the correct sensor code while the transmitter code had already been corrected; blood glucose remained unaffected. No clinical signs, symptoms, or conditions were reported. Outcomes included successful troubleshooting and education with no alerts, alarms, or impact on glucose control and no need for medical care. User support included customer interview, device-use review, and guided re-pairing steps. Investigation of this case revealed incorrect sensor code entry and subsequent correction through user education, with normal device function once the correct code was applied. It was concluded, based on previously established findings for similar reports, that the cause was user error related to sensor pairing and not a device malfunction.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.